Event description:
It was reported that there was noise on the atrial and ventricular egms, and oversensing. During inhibit, and programming from ddd to vvi, the noise disappeared, but the egms were delayed by 10-40 seconds. When programmed back to ddd, noise reappeared on both channels, including a solid black stripe on the egm. It was also observed that the patient had over 400 tachycardia episodes. The device was explanted and replaced. The device was subsequently returned with a report of oversensing/egm issues and telemetry difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed that the oversensing and noise were due to gate oxide leakage on a transistor of a pacing/regulator integrated circuit. It reported that there was noise on the atrial and ventricular egms, and oversensing. During inhibit, and programming from ddd to vvi, the noise disappeared, but the egms were delayed by 10-40 seconds. When programmed back to ddd, noise reappeared on both channels, including a solid black stripe on the egm. It was also observed that the patient had over 400 tachycardia episodes. The device was explanted and replaced. The device was subsequently returned with a report of oversensing/egm issues and telemetry difficulty. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (integrated circuit) device was out of specification in a manner that relates to event interference interrogate, difficult to oversensing noise.